Manufacturer narrative:
A1: patient identifier (B)(6)- exceeded character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a thromboembolism. A faradrive steerable sheath clear was selected for use. The patient experienced thromboembolism. It has required prolonged hospitalization and intervention per the protocol definition. The patient was admitted to hospital in CT on (B)(6) 2026 to (B)(6) 2026 and again in co from (B)(6) to (B)(6) 2026. The patient was initially started on a heparin drip and monitored overnight as he was traveling out-of-state at this time. Upon return, he was instructed to increase his eliquis from 5mg bid to 10mg bid on (B)(6) 2026 for 7 days. However, was sent to the emergency room with recommendation for admission with ir evaluation for possible thrombectomy due to significant swelling. A plan was made to hold eliquis and treat with lovenox 1mg/kg q12h. A thrombectomy was done on (B)(6) 2026, with a right common vein stent placement. He was discharged with a plan to continue eliquis 10mg bid for 7 days then resume 5mg bid thereafter. The patient was treated with a thrombectomy and a right common vein stent placement. Patient has improved since hospital discharge and has been doing well from a cardiac standpoint. No malfunction was noticed.